Event description:
The pt reported that in 2008, she woke up vomiting and with an elevated blood glucose reading of 33 mmol/l. She stated she gave herself 15 units of insulin, but a half hr later her reading was still high. She said she treated herself by taking insulin and drinking pedialyte. She stated she missed a day of work. She stated when she checked her infusion device, the cartridge was leaking insulin and the cartridge compartment was very wet. She said no insulin was going through her infusion set. She stated she tried to clean and dry out the device and then inserted a new cartridge, but she could not use the device because the numbers on the display were difficult to see. She stated she could not see the time on the device. The pt stated she stopped using the infusion device and let it dry some more, but the display is still difficult to read. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.